Manufacturer narrative:
The reported field event of a false elective replacement indicator (eri) was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pacemaker was noted to have triggered the elective replacement indicator (eri). Further review revealed that the eri trigger was false and still had several months before eri. On (B)(6) 2019, the device was explanted and replaced. Patient was stable throughout.